Event description:
It was reported that after deployment of a vascular stent, the length of the stent was measured to be approximately 100mm instead of 200mm. There was no pt injury.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The device remains implanted. The investigation is currently underway.